Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2023 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 19:26:07 on (B)(6) 2023. Per holter data the patient was in sinus rhythm @ 90 bpm degrading to vt from 170 bpm slowing to vt @ 110 bpm obscured by CPR/motion artifact. The rhythm then degrades to asystole obscured by CPR/cardiac activity. The rhythm then transitioned to nsvt. The patient was last seen in af @ 80 bpm from 09:55:54 until the electrode belt disconnected at 10:08:49 on (B)(6) 2023. Vt was visible from 09:56:02 to 09:57:49 on (B)(6) 2023. CPR/motion artifact and hr fell below the threshold for treatment preventing lifevest from treating the patient. The electrode belt disconnected at 10:08:49 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.